Manufacturer narrative:
A steris field service technician arrived onsite, inspected the surgical table, and identified the ac plate assembly required replacement. During the service activities, the technician confirmed with the user facility staff that the reported event did not cause smoke or fire. The technician replaced the ac plate assembly, tested the surgical table, and returned it to service. No additional issues have been reported. The damage evidenced by the ac plate assembly is indicative of an undetermined force or impact. A possible source of the damage may be from tugging on the power cord which could create internal damage. The technician will discuss likely sources of damage with the user facility to prevent a reoccurrence of the reported event.

Event description:
The user facility reported their 3085 surgical table's ac plate was sparking. No report of injury or procedural delay or cancellation. No patients were involved with the reported event.